Event description:
"Endoleak type ia: the patient underwent tevar with two debranches and one fenestration. The patient's blood vessels are fragile due to use of steroid. The physician positioned a valiant (medtronic) at the distal side and then positioned the relay plus stent graft with a fenestration from zone 0. For the hole of the fenestration, a vbx (gore) was additionally implanted. Contrast radiology revealed an endoleak type ia, but no additional treatment was applied because of the patient's blood vessels' fragility. The physician positioned a coil and a vascular plug in the left subclavian artery and completed the procedure. During the procedure, the patient lost a large amount of blood (amount unknown) and a blood transfusion was given to the patient. The physician chose the smaller size of the relay plus device considering risk of retrograde type a dissection" patient outcome: "the patient had no pain or numbness in the legs. The patient was discharged."

Event description:
"Endoleak typeia: the patient underwent tevar with two debranches and one fenestration. The patient's blood vessels are fragile due to use of steroid. The physician positioned a valiant (medtronic) at the distal side and then positioned the relay plus stent graft with a fenestration from zone 0. For the hole of the fenestration, a vbx (gore) was additionally implanted. Contrast radiology revealed an endoleak typeia, but no additional treatment was applied because of the patient's blood vessels' fragility. The physician positioned a coil and a vascular plug in the left subclavian artery and completed the procedure. During the procedure, the patient lost a large amount of blood (amount unknown) and a blood transfusion was given to the patient. The physician chose the smaller size of the relay plus device considering risk of retrograde type a dissection" patient outcome: "the patient had no pain or numbness in the legs. The patient was discharged."